Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a consumer (con) regarding a patient receiving 10 mcg/ml clonidine at a dose of 4.9 mcg/day, 10 mg/ml bupivacaine at a dose of 4.9 mg/day, and 10 mg/ml dilaudid at a dose of 4.9 mg/ml via an implantable infusion pump. It was reported that on (B)(6) 2017 the hcp was able to aspirate but unable to fill the patient's 40 ml pump to capacity. The hpc could only inject 32 ml into the pump. The hcp aspirated the pump and tried again a second time under fluoroscopy and again he could only inject 32 ml and was then met with resistance. At this refill the hcp was expecting to withdraw 6.7 ml but drew back 9 ml. The patient reported that normally they have an extra 2-3 ml more than expected at her refills. This was the hcp's first time filling this patient. No symptoms were reported and the hcp let the patient leave since she seemed to be getting good therapy. The hcp was not aware of the patient having had hyperbaric treatment or gone scuba diving.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on (B)(6) 2017. It was reported that air was found to be trapped in the pump, and the refill was completed by the patient's managing physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.